Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the bio-med that the pt was experiencing isolated lactate dehydrogenase (ldh) elevation. The pump was explanted and the pt was transplanted.